Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: balloon separation requiring medical intervention. Device issue: balloon separation. It was reported that after ballooning with a voyager, the balloon was withdrawn over the bmw guide wire. Another co's catheter was then inserted and the bmw was withdrawn. Angios post pta were obtained and a foreign object resembling a guide wire was noted. Retrieval was attemped with a goose neck snare. The object was successfully grasped by the snare and pulled back to the sheath; however, the object would not come into the retrieval sheath of the snare. A 300 cm / 0.014 whisper wire was inserted through the sheath and along side the snare to insert a new sheath into the right femoral artery. Everything was withdrawn over the whisper guide wire at the same time (sheath, snare, foreign object) through the pero site. Objects that were removed included a piece of the bmw and the voyager balloon. A new 10 cm sheath was inserted into the right femoral artery successfully. The lower extremities were placed under fluoro and another piece of the guide wire was noted. The physician then continued to perform a cutdown procedure to extract the remaining debris. The pt ultimately was taken to the or for removal of the guide wire. No additional event or pt info is available.